Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep that the patient was scheduled to have surgery to determine the cause of the high impedance and replace the extensions if necessary. The surgery was scheduled for (B)(6) 2022. The information was confirmed with the hcp. The patient was taken into surgery today, (B)(6) 2022. They didn't see anything at the ins/extension area but noted that the lead/extension connection had migrated down the neck. The old extension and ins were removed and replaced. The rep stated they were still seeing a high impedance of 6000 - 8000 ohms today. It is known at some point the lead will need to be replaced but the patient is managing fine now.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient was requested the left lead be replaced, but the managing neurologist and neurosurgeon were still discussing this as an option and thus no surgery had been scheduled. The devices that were removed were discarded and would not be sent back for analysis.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep said the healthcare provider (hcp) met with patient in march and impedance was normal at the time, but when hcp checked impedance on june 27th, the impedance was high at around 6000 ohms. Rep reported that patient has tremor symptoms. Rep said hcp inquired why the vna was different when looking at current mode compared to voltage mode. Technical services(ts) told rep, if impedance was taken into consideration when calculating the equivalent amplitude then vna should be similar when in current or voltage mode. Rep did mention that hcp can only increase up to 0.4 ma at one point, but in another instance the hcp was able to increase to 2.6 ma. Ts told rep that it's possible that there might be fluctuations in the impedance, which resulted in hcp's ability to increase stimulation only to 0.4 ma and then later at 2.6 ma - fluctuations in the vna could be result of impedance changes. The caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2005. Product type extension product ID 748240. Serial# (B)(4), implanted: (B)(6) 2005. Product type extension product ID 3389-40 lot# (B)(4)., implanted: (B)(6) 2005. Product type lead product ID 37602 lot# serial# (B)(4), implanted: (B)(6) 2022. Product type implantable neurostimulator product ID 3389-40 lot# (B)(4). Implanted: (B)(6) 2005. Other relevant device(s) are: product ID: 748240, serial/lot #: (B)(4), ubd: 03-feb-2009, UDI#:(B)(4) ; product ID: 748240, serial/lot #: (B)(4), ubd: 03-apr-2007, UDI#: (B)(4) ; product ID: 3389-40, serial/lot #: (B)(4), ubd: 16-dec-2008, UDI#: (B)(4) ; product ID: 37602, serial/lot #: (B)(4), ubd: 28-sep-2023, UDI#: (B)(4) ; product ID: 3389-40, serial/lot #: (B)(4), ubd: 16-dec-2008, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.